Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the patient¿s ins rotated so it was no longer possible to get a good connection. The was scheduled for a revision on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that the patient couldn't get more than 2 bars coupling and that the patient was getting better coupling than this in the past. The rep reported that they were bringing a second recharger with them to meet the patient in order to confirm that a different recharger addressed the issue. The patient reported that they have been experiencing the poor coupling since (B)(6) 2017. No patient symptoms were reported. No further patient complications have been reported as a result of this event.